Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that the ac adapter was damaged beyond viable use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a damaged ac adapter. To resolve this issue, the ac adapter will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plug of a novum iq large volume pump (lvp) would not stay in the device. This event occurred during biomed service. There was no patient involvement. No additional information is available.